Event description:
Pt returned to or after laparoscopic cholecystectomy. Inspection on the porta hepatis revealed the two clips that were used at the time of the procedure were removed. Instead of the clips closing in a normal manner, the clips had scissored when closed, resulting in a shearing action on the cystic duct. It was felt that this complication was secondary to a technical problem with the clips.